Manufacturer narrative:
Investigation description: no abnormal wear or damage to exterior of device. No alert 75 in notifications however engineering logs were downloaded and confirmed alert 75. Multiple dry leadscrew runs were completed successfully with no issues. No abnormalities were observed during testing of the device. The root cause for the alert 75 is undetermined, as this can possibly be an issue with the power circuit in the mainboard, device will need to be scrapped.

Event description:
It was reported that the ilet displayed recurring alert 75 indicating a vibe i2c power fault despite adequate battery level, and the user attempted three restarts without resolution; the device was shut down per instructions and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued diabetes management using backup therapy and the user¿s cgm application or receiver. Investigation included telephone-based troubleshooting and user education, confirmation of power status, guided restarts, instruction on device shutdown, and arrangements for device exchange. Investigation of this case revealed a persistent internal power communication malfunction consistent with a vibe i2c power fault within the pump electronics, with no evidence of user error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of unknown origin pending further analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.